Event description:
It was reported that the right ventricular (rv) lead) measured high impedance during implant, but since then has stabilized. The rv lead remains in use. It was also reported that the left ventricular (lv) lead had placement difficulty during the implant procedure. The lv threshold increased since implant and now measured at high values. It was decided to keep the lv lead in use due to the difficulty of placing a new lv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: d354trg implantable cardioverter defibrillator (B)(6) 2011; 5554-53 implantable pacing lead (B)(6) 2011; 419688 implantable pacing lead (B)(6) 2011. (B)(4).